Event description:
Pt received a burn during an electrotherapy treatment.

Manufacturer narrative:
Awaiting return and evaluation of the device. Ipf simulator, muscle, powered, 890.5858. Gzi, stimulator, neuromuscular, external functional, 882.5810